Event description:
Clinical trial. It was reported that 644 days following a coronary artery drug eluting stenting treatment procedure the patient expired. The index procedure identified and treated; one de novo, 85% stenosed, 3.5x10mm lesion of the proximal circumflex (cx) using predilation, deployment of a 3.0x12mm taxus express2 drug eluting stent at 14atm, and post dilation of the stent resulting in 0% residual stenosis. The patient was discharged the next day on asa and plavix. It was reported by the patient's son at the time of follow up that the patient died at home 644 days following the index procedure. No autopsy was performed and the cause of death is unk.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.